Event description:
The manufacturer received information that the patient passed away one year ago. A replacement for the remstar pro c-flex+ device was declined, and the patient's sister has requested to be removed from the list. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. The device has not yet been returned to the manufacturer for investigation. A final report will be submitted once the investigation is complete.